Event description:
Patient reported unknown side device rupture and "beginning to hurt". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and beginning to hurt.

Event description:
Patient reported right side device rupture and "beginning to hurt". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as smooth opening. Additional observations: wear abrasion observed.

Event description:
Patient reported unknown side device rupture and "beginning to hurt". Device has been explanted and replaced.